Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d9, h2, h6. The device was not returned to olympus for inspection. Therefore, the customer's reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned and the reported issue could not be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the brush on the channel cleaning brush fell off into the channel. The brush could be removed but the customer suspects it led to scratches in the channel. The event occurred during reprocessing and there was no patient involvement.